Event description:
The customer reported a dislodged bridge and broken tooth on lower right. Medical intervention is required, the bridge was recemented and an implant will be placed. Aligner treatment was discontinue. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4). .

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to a damaged dental restauration and a tooth breakage which the customer stated resulted in extraction of the tooth to place an implant.